Event description:
Received reports from several staff in both burn and sicu that green IV date stickers not adhering well and falling off IV lines.

Event description:
Received reports from several staff in both burn and sicu that green IV date stickers not adhering well and falling off IV lines.